Manufacturer narrative:
According to the information provided by the technician, technician was never on site as customer did not accept quotation. No more information was provided regarding why the printed circuit board (pcb) needs to be replaced. The expiratory channel pcb contains electronics including microprocessor for handling of expiratory flow measurement performed by the flowmeter inside the cassette, all electronic connections to and from the cassette, expiratory valve control, safety valve control, temperature monitoring and also holders and electrical connectors for the expiratory and inspiratory pressure transducer boards. The device logs were not provided for further analysis. Our conclusion is that the defective pcb was the cause of the unknown failure. The UDI information is not available since the device was manufactured before 2015. Event site postal code: (B)(6).

Event description:
It was reported that there was issue with the expiratory channel printed circuit board (pcb). There was no patient harm reported. Manufacturer's ref. #: (B)(4).